Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while explanting the old device patient heard that the lead coating on the wire has something and it could break but physician could not remove. There is no further information available and to date, this lead remains in service. No additional adverse patient effects were reported.